Manufacturer narrative:
Result and conclusion: incorrect footboard installed to unit.

Event description:
It was reported by service report that the bed exit was not functioning. It is unk if there was pt involvement. However, no adverse consequences were reported.